Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.

Event description:
It was reported that a system error 2240 alarm occurred on the homechoice (hc) during fill dwell 3 of 5. The caregiver (cg) stated that they see air in the empty supply line. The cg also stated that there were two lines in his organizer with the clamps open. The patient was connected. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the home patient (hp) would complete therapy. The sample was not available for evaluation. There was patient involvement and there was no patient injury or medical intervention associated with this event.